Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive, reload system software using disks provided with system, reconfigured system to original setting, unit booted up error free, able to x-ray error free, able to save and retrieve images error free. Checked unit operations, unit functions as intended.

Event description:
Customer reported that unit intermittently not displaying the study info on image, in addition to missing saved images. No pt injury was reported.